Event description:
Pt undergong balloon procedure for coarctation of aorta. Protective sheath over balloon was not obvious and was left on when catheter was inserted. When balloon could not be inflated and catheter was removed, sheath remained in vessel. Sheath was eventually removed using smaller balloon catheter.